Event description:
Customer's mother called to report that there was a 911 call for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of 911 call was 1100 mg/dl. Customer was found he past out on the floor. Customer was wearing the pump at the time of 911 call. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.